Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. The patient experienced vomiting and diarrhea which were related to the past medical history of gastroparesis. The patient experienced peritonitis due to the gastroparesis and cross contamination. The patient experienced pain due to peritonitis and was hospitalized on the same day for the event. Treatment for pain included unspecified pain medicine (dose, frequency, and route unknown). Treatments for peritonitis included vancomycin ip, 1 dose every 5days for 10 days (dose unknown) and cefepime 2gm daily for 21 days ip. The pd catheter was not removed or replaced. The patient was not retrained on proper aseptic technique. The patient recovered from pain and was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12d30047,h12e29053, h12f28087, h12g09010, h12g27079, h12h31095, h12i27059, h12j30078, h12j11037, h12k09112 (product codes 5c4482 and 5c4483). No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.